Event description:
Boston scientific received information that when an x-ray was taken of this left ventricular (lv) lead some parts of the lead image were not visible. A lead fracture was suspected although all measurements were within normal range. No adverse patient effects were reported. The lead remains in service at this time.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amened report submitted should further information be provided.